Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was initially reported by a physician via a sales rep and forwarded by our local affiliate (B)(4). Initial, and f/u info reported by the same physician via a dermik medical advisor, received on 16-mar and 17-mar-09 respectively were processed together. This case is associated to case (B)(4) by rptr. This case involves a female pt who received poly-l-lactic acid therapy (sculptra) on an unk date. Relevant medical history and concomitant medication info were not mentioned. On an unspecified date, "granules" appeared on her cheek and lower jaw area. These granule were hard and chickpea size. Corrective treatment included radiofrequency, triamcinolone (trigon), and 5fu. At the time of this report, the event remains ongoing. According to the rptr a previous case was reported in 2007 and batch number could be the same.

Manufacturer narrative:
(B)(4). Reporter's causality assessment: possible.